Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/27/2015 with the following findings:the complaint of missing segments could not be confirmed or duplicated on investigation. No defects were found related to the complaint. The pump powered on normally and there were no segments missing from the display. The display flex was found to be properly seated. Unrelated to the original complaint, the display screen was dim, faded, and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.